Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, and cancer. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Durin the investigation the manufacturer, initiated therapy with the device and verified no airflow, using a known good and supplied power supply and ac power cord. Blower motor rotor locked. The manufacturer observed the following sound abatement degraded foam indications, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found in the blower box. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found in the air outlet port. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the humidifier flip lid assembly. Sound abatement foam appeared moist and did not rebound when pressed. A large piece of sound abatement foam was separated from the main formation. The manufacturer was able to confirm the presence of degraded sound abatement foam. The manufacturer noticed secondary findings are 32 errors were present dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Air inlet filter missing, blower motor rotor locked. Potential mineral deposits inside outlet port, blower box, and blower motor indicate possible water ingress. Potential insect infestation on and inside base device and humidifier. Water tank missing. The manufacturer confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box g: date received by mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.